Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, an acute thrombosis occurred. Initially the pt was taken to the catheterization lab as an emergency and was found to have a right coronary artery (rca) that was severely diseased proximally with a 99% lesion, normal left main (lm) artery, a circumflex (cx) artery that has a 99% lesion to the obtuse marginal (om) branch and distal to that the cx is severely diseased. A right guide catheter was used with a traverse wire to cross the proximal 99% lesion in the rca. This was pre-dilated with a maverick 2.5x9mm balloon and the taxus express2 2.75x12mm drug eluting stent was placed. The guide catheter was then exchanged for a left guide and again wired with a traverse wire to address the lesion in the cx, just prior to the om branch. The vessel was pre-dilated with a maverick 2.5x9mm balloon and a taxus express2 2.75x24mm drug eluting stent was deployed in the cx to the om branch. The severely diseased distal cx and the left anterior descending (lad) artery could not be readily wired so further attempts to open them were aborted. Three days post procedure pt presented with thrombosis in the proximal vessel, diagnosed via angiography, unk symptoms. An integrillin bolus infusion was initiated. A rio extraction catheter was used and several passes were made, removing a moderate degree of thrombus and resulting in free flow to the vessel. The stent site appeared patent, but there appeared to be an irregular area in the distal edge, suggesting possible dissection and the stent appeared to be slightly under dilated. The physician then placed a taxus express2 3.0x16mm drug eluting stent overlapping the distal edge of the previously placed stent and deploying this stent to 16 atm. He then dilated the previously placed stent to 16 atm. Angiography at this time revealed 0% residual stenosis and no dissection. At the end of the procedure, the pt was hemodynamically stable and free of chest pain. Pt was taken to his room in stable condition and tolerated the procedure well.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.